Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair procedure with capsure fixation device on (B)(6) 2025, two fasteners deployed at the same time and failed to fixate. The non- fixated fasteners were removed from the patient's body. The stapler was replaced and there was no patient injury.

Manufacturer narrative:
As reported, the capsure device delivered two fasteners at the same time. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.